Event description:
It was reported patient underwent a bilateral vanguard knee arthroplasty on (B)(6)2005. Subsequently, patient alleges that her right knee was revised on (B)(6) 2012, due to pain and stated that the surgeon noted a build-up of grayish fluid and discoloring of the adjacent tissue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." And number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00891 / 00892).